Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a trifecta valve was implanted. Per report, the valve was noted to be calcified. On an unknown date, the valve was explanted and replaced with another valve.